Event description:
It has been reported to philips that the azurion system suddenly shut down during a procedure. It is stated the restart was a bit slow. No harm has been reported.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use and diagnosis was continued by restarting the system. A philips remote service engineer (rse) evaluated the system and found that system shutdown during operation and boot up got delayed. The engineer instructed the customer to restart the system and returned the device to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.